Event description:
It was reported that during the implant attempt the lead could not be used because of challenges with the patient anatomy. The lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned for analysis.